Event description:
The patient reported that on (B)(6), he applied a v-go 40 on his stomach at about 11:30am and the v-go fell off after taking a shower at around 6:00pm-6:30pm. The patient stated that he cleaned the infusion site with an alcohol swab prior to applying the v-go. The patient stated that he felt pain from the v-go while it was coming off of his stomach. The patient also mentioned that his bg on (B)(6) at 5:00pm was 114 and it increased to 193 at 9:22pm after the v-go fell off. The patient did not apply a new v-go until the following day.